Manufacturer narrative:
H3 - device evaluated by manufacturer- yes h10 - delete statement h3 - device evaluated by manufacturer- yes h10 - delete statement.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump which resulted in the pump shutting down. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.